Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that a por (power on reset) was seen on the patient programmer. The manufacturer's representative stated that he thought the reason the por occurred was because the patient was implanted this morning and they bovied over the device. The manufacturer's representative did not have access to 8840/patient. The manufacturer's representative stated that he would follow-up with the doctor to verify the reason for the por and the representative will meet with the patient next week to clear the por. Symptoms reported were: none. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that surgery was done without the rep present. The health care professional (hcp) used a "bovie" during surgery, which caused the power-on-reset (por). The por was cleared, programming was set up, and the issue was resolved.